Manufacturer narrative:
Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Pt kept.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that patient had revision of right hip due to fractured femur. Soon after being released from hospital after primary right hip surgery on (B)(6) 2014, patient was home, opened the door, chased their cat, and fell in a hole, which led to fractured femur.

Event description:
It was reported that patient had revision of right hip due to fractured femur. Soon after being released from hospital after primary right hip surgery on (B)(6) 2014, patient was home, opened the door, chased their cat, and fell in a hole, which led to fractured femur.